Manufacturer narrative:
Based on the information gathered, there is no indication or report that an ion product caused or contributed to the incident. The system log review found that there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.

Event description:
After a 70-year-old female patient underwent an ion biopsy procedure on (B)(6) 2024 and enrolled in a post-market clinical study, the patient was found have a pneumothorax. The biopsied lesion was 12 x 11 x 21 mm in size and located on the pleural surface of the right lower lobe. A 1.1mm cryoprobe was used to perform the biopsy. There was no report of malfunction of the ion systems during the procedure, nor any intra-procedural complications. Post-procedure, the patient was found coughing, and a chest x-ray showed a pneumothorax. A 16 french chest tube was placed and the patient was admitted for observation. The patient was discharged home approximately 4.5 hrs after the procedure on the same day without further complications. The study investigator assessed the incident as not related to the ion devices, but related to the patient's existing condition of emphysema and the biopsy procedure itself.